Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was not returned, it was discarded by the customer and thus not available for physical evaluation. Hence, the reported complaint cannot be confirmed. No further information regarding this event has been provided to determine a root cause for this failure. If additional information is made available, the investigation will be updated as applicable. Furthermore, no lot number or serial number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) -incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
The sales rep reported via phone that the customer's lupine spiral fluted drill bit was dull during a shoulder repair. The case was completed with the device. There were no patient consequences or delays. The device is being returned. Update received from the sales rep on 1-8-2018: the device is not going to be returned, it was discarded.